Event description:
The diagnostic duett was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. It was reported that the puncture site was located above the inguinal ligament, multiple punctures and a posterior wall puncture had occurred. Following the deployment the pt experienced pain. A retroperitoneal bleed was confirmed, and treatment consisted of compression. The event was resolved and no further complications were reported.